Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 21aug2019. Technical support provided customer the part number and price for the switch overlay and user interface (ui) to power management board (pmb) cable. Customer could not provide part information. Upon troubleshooting, the replaced parts did not resolve the issue where the power management board was then replaced and the unit was back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an light emitting diode (led) failed (1105) error code. There was no patient involvement.